Event description:
Reportedly after clearing fistula the windings and the balloon came off in the pt while pulling the arterial plug back in the graft. The dr used contrast, and a 7fr introducer for an hour to try to find the balloon, however, was unsuccessful. The pt is reportedly fine and has been released from the hosp.